Event description:
The surgeon reported that during injection of silicone oil, excess pressure was noted and the globe perforated. Additional information received stated the surgeon was using bausch & lomb silicone oil, which was poured in to an alcon viscous fluid injector. The syringe stopper became loose during surgery which caused a large hole at the incision site. The surgeon was very angry because there was a change in nurses during the case. The surgeon felt the event would not have occurred if the same nurse that always assists with these cases would have been present. The nurse stated that during the case, a noise was heard, which is usually heard when high pressures are used.

Manufacturer narrative:
The company service representative examined the system and did not find a problem with the system. The system was then tested and met all product specifications. Samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available.